Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the product and their medical application because occasionally changing the whole system was tedious in relation to biocath foley catheter preconnected to a bardia 500ml short inlet tube leg bag, female length, no french size specified.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the product and their medical application because occasionally changing the whole system was tedious in relation to biocath foley catheter preconnected to a bardia 500ml short inlet tube leg bag, female length, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.